Event description:
It was mid-morning friday (B)(6) 2025. I open my libre 3 sensor plus to apply but decide to inspect since I was new to this particular device. However, while inspecting the sensor application I was startled by a sudden movement from my husband's hand reaching across me and I accidently push down the sensor application into my left inner wrist hitting what I believed at the time was my vein. Upon realizing what happened I immediately pulled the sensor out carefully. I did experience pain in my arm and hand, especially some numbness, tingling with my index finger, two middle fingers, and palm. I thought that the pain, numbness, and tingling would go away but after 3 days I called my pcp to explain what happened and to make an appointment. My appointment on (B)(6) 2025, and during my exam it was determined that it could be nerve damage. I was advised to wear a hand brace and to have an emg, a referral for emg was provided to me, but if the pain and symptoms go away the emg would not be needed. Today is (B)(6) 2025 and I am still dealing pain, numbness, and tingling sensation. I wear the brace all day and night and have to take otc for pain. I called my pcp today to see if there is something prescribe medication that can help with my pain, numbness, and tingling. I discarded the device, so I don't have any of this information.